Event description:
It was reported that a spectrum pump powered off when touch during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'powers off when touched' which was not reproduced during evaluation. A review of the event history log revealed multiple presence of 'improper shutdown!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. An 'improper shutdown!' Message occurs at power up after all power to the pump was lost, however the log cannot be used to determine the means by which power became disconnected. The pump was found to function as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.